Event description:
It was reported that a ventricular port failure and a broken back clip were discovered during preventive maintenance of the epg (external pulse generator). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the heart lead flex had an open trace on the ventricular side and the ring cover was broken. It was also noted that the upper case was broken and dented, the battery release and battery drawer were contaminated, the ring was missing, and the keyboard was damaged. (B)(4).